Event description:
The facility had indicated that the lens model cc4204bf was damaged by the model msi-pf injector and the model sfc25 cartridge prior to implant. The lens was not implanted and there was no patient injury. The facility did not specify the lot numbers for the injector or for the cartridge that was used.

Manufacturer narrative:
Evaluation results: visual inspection of the intraocular lens showed a tear in one of the haptics. Conclusion: the facility did not return the cartridge or the injector for inspection.